Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Failure analysis of the batteries revealed that the batteries passed visual inspection and functional testing. The batteries were able to charge on the test battery charger with no anomalies observed. A review of the batteries¿ internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If a battery with an over-voltage fault flag enabled remains connected to the battery charger, the battery charger led status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported events were confirmed. The most likely root cause of the reported not charging and flashing red events can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. A possible root cause of the cell over voltage condition can be attributed but not limited to a fully charged battery connected to a battery charger. Additional products: battery serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device return and for product information. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 26-jan-2026 d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2025 / serial or lot#: (B)(6) h4: mfg date: 21-jan-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-jun-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 21-jun-2024. Mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that three (3) additional batteries were unable to charge and the battery charger status light flashed red. The batteries were removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery was unable to charge and the battery charger's status light flashed red. The battery was removed from service. No patient complications have been reported as a result of this event.